Event description:
The facility states the resident was being transferred from the bed to a wheelchair, when the spreader bar allegedly detached from the floor lift before the resident reached the wheelchair, resulting in the resident being dropped to the floor. The facility alleges the set screw is missing from the scale and could not be found in the room. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged.